Event description:
It was reported that the screw recess was damaged during surgery. The doctor inserted the locking screw into the bone, when the screw tip nearly reached the other side of the cortical bone the screw recess on the screw head was discovered broken. The doctor took this screw out and inserted a different screw of the same length without problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there is visible damage and deformation on the screw recess. The measurable dimensions of the returned locking screw were checked and found to be in compliance with the technical drawings and ao/ asif specification. Deformation on the screw recess is evidence that too much mechanical force during tightening has led to this default. No manufacturing product fault could be detected.